Manufacturer narrative:
The device was evaluated by zoll medical corporation. The customer's report was duplicated and attributed to a burnt capacitor on the main board. The main board will replaced to resolve the report. The device will be recertified and returned to the customer once the repair estimate has been approved. Analysis for the report of this type has not identified an increase in trend.

Event description:
Complainant alleged that during functional testing, the device would not power up. Complainant indicated that there was no patient involvement in the reported malfunction.